Manufacturer narrative:
Patient identifier not available from the site. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Event description:
A medtronic representative reported that, following image acquisition with the imaging system, an imprecision of 5mm was observed on the navigation system. The site elected to take the inaccuracy into account and continue with the spinal fusion. No additional information was provided. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.